Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) exhibited set screw issue with set screw inability to be fixed. The ipg was attempted not used. No patient complications have been reported as a result of this event.